Manufacturer narrative:
(B)(4). Additional information was received on (B)(6) 2017. A non-covidien service provider inspected the device and found that the analog interface (ai) printed circuit board (pcb) needed to be replaced. Repairs have not been completed at this time.

Event description:
The reported condition occurred during set up. There was no patient involvement.

Manufacturer narrative:
(B)(4). Covidien was not authorized to evaluate/service the device so the reported complaint could not be confirmed.

Event description:
It was reported that the e360 ventilator air supply blocked. Patient involvement is unknown.